Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The surgeon manually removed the device and the pt tissue was torn while the device was removed. The amount of tissue damage was not provided by the site contact. Add'l questions have been asked to the site contact in regard to the incident and device. There was no other reported pt injury resulting from the incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.